Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing the device in the cystic duct, the clips had a v-shape (the two parts of the jaw of the clip dint form properly, but had a cross shape). The doctor removed most of the clips. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.